Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was at the end of the second week of the trial. The patient was to get a stage two the day of the report but the health care provider (hcp) suspected an infection at the lead introducer site. After pulling the lead, the hcp thought it did not look infected. The hcp thought it was infected because the area looked "angry and a little red." The hcp wanted to be safe and performed a culture on the introducer and pocket site. The extension site "looked fine." Six days later it was reported that the patient had good therapy results but due to infection the implant had to be removed. There was pus and erythema induration around the lead implant site. A spine infection was not wanted and the infection was "very disturbing."

Manufacturer narrative:
(B)(4)